Event description:
The company representative (rep) confirmed that there were no patient symptoms.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the distal end of the tunneling tool broke off during the implant procedure. The cause of the event was unknown. No actions were taken since the procedure was done. No surgical intervention occurred or was planned. The patient was alive with no injury and the issue was resolved at the time of this report.